Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that "after placing the IV in the patient, when the nurse flushed the catheter with normal saline, fluid exited the device at the connection point of the catheter and the yellow hard plastic part. The device was subsequently removed from the patient and a new IV was placed." When did the incident occur? During use short description when flushing with nacl between the catheter and the yellow part fluid escaped after placing the IV in the patient.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. The reported issue of leakage at catheter junction was confirmed upon inspection of the samples. Analysis of the sample showed damage on the catheter tubing of the used sample. The representative sample was tested for leakage and no leak was observed. No other damage or defects were observed on the representative sample a review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The manufacturing process was reviewed, and it was determined that the flared rubber is the only component that encounters the damaged tubing area. However, it is not expected to cause such damage to the catheter tubing. Additionally, incoming catheter tubing material from a supplier was used in the reported lot number, and no abnormality was reported when received. Therefore, the root cause could not be determined. This is the first reported leakage complaint and the only occurrence for this lot. It is likely an isolated case.